Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Contact requested assistance from tandem technical support changing customer's night time basal rate. Reportedly, the customer's health care provider instructed that night time basal rate be changed from 5.5 units/hour to 4.5 units/hour from the hours of 11pm-5am due to low blood glucose level (50's mg/dl). Basal rate was successfully changed. Contact indicated that the pump was performing as intended and no further assistance was required.